Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable tachy lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the patient presented to the clinic with alerts triggered for elevated right ventricular (rv) lead pacing impedance and lead integrity alert. The rv lead also had oversensing. The rv lead is still in use. No patient complications have been reported as a result of this event.